Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and self test performed and it was ok. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged pump error alarm found on 12-dec-2019. The insulin pump passed the displacement test however failed self test due to pump error. Successfully utilized thus to download history/trace files. Pump error was not confirmed on event date. Pump error was confirmed on 04/07/2022 at start time 06:30:15.000 with variable 03. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found cracked solder joint on capacitor c1 and moisture damage. The insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, and cracked retainer. Pump error was confirmed during self test due to broken solder joints on keypad assembly. Moisture damage confirmed on electronics. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.